Event description:
It was reported that the patient experienced wide complex tachycardia while hospitalized. The patient was asymptomatic and the arrythmia did not result in any clinical compromise. Oxygen, intravenous fluid and supportive care for influenza were administered and a decrease in arrythmia followed. The patient did not have a history of arrythmia prior to left ventricular assist device (lvad) placement and the arrythmia was not thought to be device or therapy related. An implantable cardioverter-defibrillator (ICD) was not implanted prior to lvad implant. The arrythmia decreased in frequency and the plan was for outpatient monitoring.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, review of the submitted log files revealed a single transient low flow event which did not last long enough to activate an audible alarm. A specific cause for the low flow could not be conclusively determined through this evaluation. The controller event log file contained events on (B)(6) 2025. One low flow fault was captured which did not last long enough to activate a low flow hazard alarm. It was also noted that the low flow event was associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow and pulsatility index (pi). Section 1 of the IFU explains that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor,¿ describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas no further information was provided. The manufacturer is closing the file on this event.